Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo_12.1 implantable collamer lens, of diopter -10.5/5.0/087 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for with a same model but longer length lens due low vault without rotation. This resolved the problem. Cause of event was reported as unknown.